Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. The ventilator was investigated by our field service engineer on-site and the o2 gas module and monitoring pc board was found defective and replaced which solved the issue. No replaced part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer´s ref #: (B)(4).